Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device would activate on its own without pressing the activation button or foot pedal. There was no injury to the pt.